Manufacturer narrative:
Evaluation conclusion: device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and the device failed a step during testing. The device's internal battery and active exhalation control module need replaced were to address the issues.